Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported event of no pulsatile blood flow from the marker lumen. The plunger, cuffs, link, needle tip and monofilament were not returned. This is indicative of successful device insertion, needle deployment and suture retrieval. During returned device testing, marking patency was performed and the device was patent. Based on the investigation findings, the device performed according to specifications, therefore, the cause for the reported issue could not be determined. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a stenting procedure in the common iliac. Reportedly, after the proglide device was advanced into the artery with a 6fr sheath, an angiogram was taken to determine if the vessel was suitable for closure with a proglide device. After device insertion, however, no pulsatile flow from the marker lumen was achieved. The device was removed and a second proglide device was used and pulsatile flow was achieved. Hemostasis was achieved using a second proglide device. Once the first proglide device was removed, the physician was unable to flush the marker lumen. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.